Event description:
The following was reported to hamilton medical ag: summary: biomed reported tf:231009. I recommended running the blower flow and pressure test. Both tests failed. His blower is at 20%. No recorded entries of "blower service required" or "preventive maintenance required".

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.